Manufacturer narrative:
Document review: one microsoft word file was returned for review (depiction of issue). Image 1: microsoft word file returned with a depiction of the issue. Two diagrams of the patient¿s right leg was provided with treatment for the full length of long saphenous vein (gsv). 1) dvt us on the (B)(6) 20211 (dvt - deep vein thrombosis) 2) cvi/dvt us on (B)(6) 2021 (cvi - chronic venous insufficiency) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient is currently on anticoagulant treatment. There has been no intervention on the dvt so far. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device during procedure to treat full length of the right great saphenous vein (gsv), 2cm above medial malleolus to sfj. Treated vein is estimated to be 60cm. Total volume of glue used is estimated to be 2mls. Location of catheter tip prior to initial delivery of adhesive was 5cm caudal to sfj. General anaesthesia was used. Transducer was used for compression. The lumen was flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. It was reported that the procedure was completed without issue with the device. Patient developed deep vein thrombosis (dvt) post treatment in the sfv, found during post-op ultrasound scan. Onset of symptoms was 2 days post-op. Patient was given subcutaneous heparin at the end of the procedure as part of dvt prophylaxis. Patient was seen 4 days post procedure, and was started on rivaroxaban 15mg bd x3/52, then 20mg after dvt is confirmed. Patient has been on class 2 compression stockings since the procedure. No further injury reported and event unresolved.